Event description:
It was reported that during unpackaging and preparation it was noted that the stent implant was not on the balloon. The device was not used in the anatomy/no pt involved. The device was subsequently discarded and is not available for evaluation. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant info.